Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine (concentration and dose unknown) via an implanted pump for non-malignant pain and failed back syndrome-other. The patient had lost a ton of weight 20-30 lbs (end of (B)(6) 2016). On (B)(6) 2016, the patient was feeling weird and the reporter¿s sister who is a nurse could not arouse the patient at 3 am and the patient¿s respiration rate was 6-8. The patient¿s pupils were ¿real constricted¿ and then she could arouse the patient at 6 a.m. The patient was then taken to internist doctor on (B)(6) 2016 and said that patient clearly had too much morphine. By the time the patient got out of the internists office the pump managing healthcare provider (hcp) was closed and they did not have an after call service. The patient was essentially like a hospice patient (not in hospice yet) and seemed like the patient was in her last days to weeks of life and was at home. They did not want her in the hospital and the patient did not want to be there. They did not want to take her there. The internist thought the patient had too much morphine in her from the pump and thought the pump should be turned down. The reporter was trying to figure out how to deal with the patient¿s pump and inquired on options. The company representative (rep) would follow-up and options of urgent care or emergency room (ER) and following up with the internist hcp on next steps was reviewed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.